Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient, underwent a procedure with a carto® 3 system and a system performance issue occurred when trying to acquire a point with the foot pedal after starting ablation, the visitag point doesn¿t show with an ablation tag. The issue was reported after the case and no patient consequence was noted. The visitag investigation is in process to determine patient risk when not functioning properly; however that investigation is not complete. Therefore, in taking a conservative approach this event has been assessed as reportable since this issue may potentially lead to inadvertent prolonged ablation in some areas which might result in the patient injury. The investigational analysis has been completed. Fse clarified that the issue was reported after the case so no live troubleshooting was performed. Fse asked the caller cas to provide some more information on the issue. The cas contacted fse after the next procedure and confirmed that the system is working properly after reboot. The issue was not duplicated. System is ready for use. The history of customer complaints associated with carto 3 system # 10244 was reviewed. There was no any additional complaint out of 46 additional reported complaints that may be related to the reported issue. A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Event description:
It was reported that a patient, underwent a procedure with a carto 3 system and a system performance issue occurred when trying to acquire a point with the foot pedal after starting ablation, the visitag point doesn¿t show with an ablation tag. The issue was reported after the case and no patient consequence was noted. The visitag investigation is in process to determine patient risk when not functioning properly; however that investigation is not complete. Therefore, in taking a conservative approach this event has been assessed as reportable since this issue may potentially lead to inadvertent prolonged ablation in some areas which might result in the patient injury.